Event description:
The patient reported to his clinic that he had been experiencing multiple reactions to the fresenius dialyzer since the start of his treatment. The patient's symptoms included headaches, nausea, vomiting, and a hollow feeling in the ears. The patient began treatment on (B)(6) 2013 and continued treatment 3 times per week until his last treatment with a fresenius dialyzer on (B)(6) 2013. The patient's dialyzer prescription was changed to a non-fresenius product. The patient is reported to be doing better and experiencing less headaches.

Manufacturer narrative:
The patient reported reactions such as headache, nausea, vomiting and a hollow type feeling in his ears with the use of a fresenius dialyzer. The patient went through multiple treatments and did not report the reactions until 25 treatments were completed. Treatment sheets for the patient's last treatment with the use of a fresenius dialyzer were provided. The treatment sheets indicate that the patient had no complaints during treatment and completed treatment with no issues. Currently, it is unknown if the device may have caused or contributed to the reported event. The patient was reported to have changed manufacturer of the dialyzer and is doing better with less headaches. Based on the available information, no definitive conclusion can be drawn. Please reference MDR#'s: 1713747-2013-00200 through 1713747-2013-00224.